Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer would received a cgm low alert, the pump would provide messaging stating that the customer has not entered a bolus. Reportedly, the customer's low blood glucose (bg) alert was set to 80. Customer never delivers a bolus when bg is below target range. Upon reviewing the t:connect data logs, tandem technical support was unable to confirm the issue. There was no known impact to the customer's bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.